Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 5 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the emergency department for gastrointestinal (gi) bleeding. The patient had one instance of tarry, black stool. The patient's hemoglobin (hgb) was 6.6 g/dl, and the international normalized ratio (inr) was 2.41. It was reported that the patient had been off of aspirin due to prior episodes of gi bleeding that were previously unreported. Esophagogastroduodenoscopy (egd) small bowel push was performed and revealed three arteriovenous malformation (avms) that were coagulated, and gastritis. Prior to lvad implant the patient had a known history of avms that were treated with argon plasma coagulation. No additional information was provided.

Manufacturer narrative:
Additional information: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(4) 2017, the customer provided additional information to correct/clarify information that was previously reported. The customer reported that the patient was implanted on (B)(6) 2016 and not (B)(6) 2016. The customer clarified that an esophagogastroduodenoscopy (egd) procedure was not performed during the patient¿s most recent admission, as previously reported, nor did patient medical records indicate that procedure had been performed in recent months.